Event description:
The kidney lift attachment port was found to be leaking bloody fluid before a procedure. Biomed was contacted. Because the patient was coming back to the room and no other table was available, a tegaderm was applied before the procedure started to seal the liquid in the table. After the procedure, biomed returned, opened up a cavity in the table and found a large mass of clotted blood in the cavity. The cavity on the other side was found to contain a clotted mass with what appeared to be green mold on it. Biomed cleaned the cavities and closed them.